Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 158 mg/dl. While troubleshooting, the customer explained that her insulin pump was in her bra and could have been pressed and become wet with sweat. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.